Event description:
The patient was implanted with a left ventricular assist device (lvad). Vad coordinator reported that the patient was admitted for a chronic driveline infection. A would debridement and vac (vacuum assisted closure) were performed.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined. The IFU lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.